Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms during implant. This lead was attempted but not implanted. The procedure was completed with the successful implant of another lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.